Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported that the device experienced an error 00040.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying inaccurate high results compared to another meter. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began at approximately 9:00 am on (B)(6) 2010 when the patient went to a routine doctor's appointment. The patient reported blood glucose results of "128 mg/dl" with a lifescan meter and "118 mg/dl" on the doctor/clinic meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The cca documented that the patient manages her diabetes with januvia and lantus insulin. The patient claimed that due to the alleged issue, her doctor increased her lantus prescription from 14 to 26 units. Three weeks after the alleged meter issue began, the patient claimed that she became "shaky, hungry, and light-headed." The patient claimed that she tested her blood glucose on the subject meter and obtained a result of "180 mg/dl." The patient claimed that she self-treated her symptoms by having food/drink. During the troubleshooting session, the cca documented that the patient tested her blood glucose on the subject meter from an approved sample site. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.